Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. Device displayed an alert 113 (reduced water temperature control) came up on the arctic sun device and nurse cleared out. Nurse stated that the device did not seem to be cooling patient anymore. The patient temperature was 94.3f, target temperature was 93.2f, water temperature was 85.6f and water flow rate was (B)(4). 4 pads connected. The system diagnostics showed outlet monitor temperature (t1) was 85.6f, outlet control temperature (t2) was 85.6f, inlet temperature (t3) was 86c, chiller temperature (t4) was 39.4f, inlet pressure was -6.9 psi, circulation pump command was 63 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 4642.1 and pump hours were 4420.1. Mis explained device appeared to have a mixing pump that had gone out. Chiller was creating cold water but mixing pump could not mix the cold water over and it was not reaching the patient. They did not have another device available at this facility. Mis suggested that they reach out to another hospital to see if they could borrow a device, but nurse stated that they did not think any other facilities around use hypothermia. Mis suggested nurse to consult protocol, medical team and physician for alternate method of cooling. Per additional information received, the device was sent to biomed, and they stated that they would order and replace the mixing pump onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. Correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that an alert 113 (reduced water temperature control) came up on the arctic sun device and nurse cleared out. Nurse stated that the device did not seem to be cooling patient anymore. The patient temperature was 94.3f, target temperature was 93.2f, water temperature was 85.6f and water flow rate was (B)(4). 4 pads connected. The system diagnostics showed outlet monitor temperature (t1) was 85.6f, outlet control temperature (t2) was 85.6f, inlet temperature (t3) was 86c, chiller temperature (t4) was 39.4f, inlet pressure was -6.9 psi, circulation pump command was 63 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 4642.1 and pump hours were 4420.1. Mis explained device appeared to have a mixing pump that had gone out. Chiller was creating cold water but mixing pump could not mix the cold water over and it was not reaching the patient. They did not have another device available at this facility. Mis suggested that they reach out to another hospital to see if they could borrow a device, but nurse stated that they did not think any other facilities around use hypothermia. Mis suggested nurse to consult protocol, medical team and physician for alternate method of cooling. Per follow up information received via email on 04jan2023, the device was sent to biomed, and they stated that they would order and replace the mixing pump onsite. Per additional information received via email on 08jan2023, biomed called to technical support that they were getting a red "x"s after calibration. Per follow up information received via email on 11jan2023, the red x that had occurred was a known issue with the bypass flow during calibration check that was also explained to biomed. It was a false fail.

Event description:
It was reported that an alert 113 (reduced water temperature control) came up on the arctic sun device and nurse cleared out. Nurse stated that the device did not seem to be cooling patient anymore. The patient temperature was 94.3f, target temperature was 93.2f, water temperature was 85.6f, and water flow rate was 1.8 l/m. 4 pads connected. The system diagnostics showed outlet monitor temperature (t1) was 85.6f, outlet control temperature (t2) was 85.6f, inlet temperature (t3) was 86c, chiller temperature (t4) was 39.4f, inlet pressure was -6.9 psi, circulation pump command was 63 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 4642.1 and pump hours were 4420.1. Mis explained device appeared to have a mixing pump that had gone out. Chiller was creating cold water but mixing pump could not mix the cold water over and it was not reaching the patient. They did not have another device available at this facility. Mis suggested that they reach out to another hospital to see if they could borrow a device, but nurse stated that they did not think any other facilities around use hypothermia. Mis suggested nurse to consult protocol, medical team and physician for alternate method of cooling. Per follow up information received via email on 04jan2023, the device was sent to biomed, and they stated that they would order and replace the mixing pump onsite. Per additional information received via email on 08jan2023, biomed called to technical support that they were getting a red "x"s after calibration. Per follow up information received via email on 11jan2023, the red x that had occurred was a known issue with the bypass flow during calibration check that was also explained to biomed. It was a false fail.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.